Event description:
According to the available information several indwelling silicone ch20 foley catheters with a retention balloon were placed in the same patient. The nurses in the ward observed that the balloon was found deflated. The balloon was tested and inflated according to recommendations between 30 and 50 cc. It was routinely tested before catheter insertion, no abnormalities found. It was not pulled out by the patient (no trauma to the penis and glans, no hematuria, no problem with catheterization, urine returned clear). Patient had an underlying condition of prostate adenoma. Urinary retention required re-catheterization. A new urinary catheter was placed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.